Event description:
After deploying 3.5 x 28 taxus stent the deployment balloon was deflated, however the balloon would not release from stent until several more inflations and deflations were performed. Time frame aprox. 2 mins.